Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: . According to the reporter: customer reports that the balloon of trocar burst during surgery. Non trocar opened for remainder of case. Gender, age and weight are not available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. The device will be returned for evaluation.